Manufacturer narrative:
Citation: dowling et al. Initial experience of a self-expanding transcatheter aortic valve with an outer pericardial wrap: the united kingdom and ireland implanters' registry. Catheter cardiovasc interv. 2019 nov 11. Doi: 10.1002/ccd.28512. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding initial experience of a self-expanding transcatheter aortic valve with an outer pericardial wrap. All data were collected from a registry between july 2017 and december 2018. The study population included 317 patients (predominantly female, mean age 81.8 years), all of which were implanted with medtronic evolut pro bioprosthetic valve (no serial numbers provided). Among all patients two immediate procedural and one post-implant deaths occurred. The two procedural deaths were due to aortic annulus rupture and ascending aorta rupture. The post-implant death occurred at 42 days from complications of a stroke. No further details were provided. Based on the available information medtronic product may have been associated with the death(s). Among all patients adverse events included: left ventricular perforation requiring intervention, moderate to severe aortic regurgitation (ar), stroke, major bleeding or vascular complication, valve-related dysfunction requiring intervention, first-second-third degree atrio-ventricular (av) block requiring permanent pacemaker implant, and valve-in-valve intervention. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.